Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. Review of the transmissions revealed that the implantable cardioverter defibrillator appeared to be oversensing post sensed t-waves and causing a ventricular tachycardia rhythm to be binned by the device as ventricular fibrillation. No inappropriate therapy was delivered. The device was reprogrammed on (B)(6) 2020 to address the issue.